Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Log files were sent for review again for low flow alarms on 03feb2026, as the patient had been experiencing low flow alarms for around 2 months now. The patient was acutely hypertensive more than their norm which was treated. They had a hemoglobin drop from 14.5 to 8.9 (was currently 8.6 but had been ~9.5) over 2 weeks. The patient was mostly asymptomatic but intermittently experiences light-headedness. A right heart catheterization was completed on 02feb2026, but they were not able to offload the left ventricle with a speed increase. The patient was likely to have a transesophageal echocardiogram performed on 03feb2026 to assess the inflow of lvad. Computed tomography angiography was performed for outflow graft assessment which was negative. Vitals and labs were stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with an implantable cardioverter defibrillator (ICD) shock and low flow alarms. The patient has had frequent reported low flow alarms since index admission discharge. The patient reported no symptoms related to low flows or ICD shocks at the time they happened. They were given 500 ml fluid bolus upon coming to the hospital. All labs and testing were within normal limits (wnl) pending ICD interrogation report and an echocardiogram. The event log file contained 1 low flow estimate that wasn¿t sustained long enough to trigger a low flow alarm. The event log file also recorded 117 pulsatility index (pi) events from 8:04 am to 9:57 am on (B)(6) 2025. These events were considered routine. The mechanical circulatory support (mcs) equipment was operating as intended.

Event description:
The cause of the low flow alarms was not identified but the lvad speed was decreased to 6000 rpms and lasix was stopped, the patient was still having low flows. The arrythmia was sustained monomorphic ventricular tachycardia (vt). They had two episodes on (B)(6) 2026 sustaining 3 minutes requiring ICD shock and 5 minutes requiring anti-tachycardia pacing (atp). The patient had monomorphic vt pre and post hm3 implant with ventricular fibrillation intraoperatively. The arrhythmia was thought to be heart failure related rather than device related. An ICD was implanted prior to vad. The arrythmia did not resolve and the patient was started on mexitil and was planned for a right heart catheterization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 and (B)(6) 2026. A low flow hazard alarm was captured on (B)(6) 2026, which was associated with an elevated pulsatility index value. The controller periodic log files collectively contained data from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2026 through (B)(6) 2026. Low flow hazard alarms were captured on (B)(6) 2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. This section of the IFU also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were sent for review. The patient continued to have frequent low flow alarms, which were unable to be seen on interrogation. The patient was asymptomatic. They were instructed to drink 2-3 l of fluid, as n-terminal pro-brain natriuretic peptide (nt pro bnp) was 89 and free hemoglobin (hgb) was 80. The periodic log file captured a low flow flag on (B)(6) 2025, and the event log captured a low flow flag on (B)(6) 2025. Neither of these persisted long enough to trigger a low flow alarm. The event log file was mostly filled with pulsatility index (pi) events. The log files did not contain any data from 2026. The pump log file valves were unremarkable. It was initially thought that the device contributed to or worsened the patient's arrhythmia, though the patient was noted to have ischemic heart failure and severe coronary artery disease (cad) with history of vt arrhythmia. The results of the right heart catheterization were: right atrial was 9, right ventricular was 42/2, pulmonary artery was 42/16, wedge was 16, and systemic vascular resistance (sv) was 1724. A left heart catheterization (lhc) was subsequently done and demonstrated progressive left anterior descending artery (lad) disease without targets for revascularization.